Event description:
It has been reported to philips that after completion of planned maintenance the system would not power on. There was no reported patient or user harm. The device was reportedly not in clinical use at the time the issue occurred. A philips field service engineer (fse) replaced power distribution units in the m-cabinet and r-cabinet and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system would not power on. Review of the log files showed power supply in the r-rack was not working properly. Upon troubleshooting, and fse used gpdu service tool and found that pdm in r-cabinet was not passing its post test. Also checked all fuses in pdu. The defective parts were returned for analysis, for rear panel no failure was observed. However, the replacement of power supply by the fse has resolved the reported issue. After replacing, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.